Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed a misaligned display screen and review of the pump history revealed several "no prime" alarms associated with zero force. The pump was primed and exercised with no alarms duplicated.